Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient expired 21 days following a dbs stimulator implant. The cause of death was not reported, though the patient was reported to have parkinson's and cancer.